Event description:
The account alleged the bed is drifting and he can see it drift.

Manufacturer narrative:
Technical support instructed the account to clean the drive brake assembly. The account declined to repair the bed.